Manufacturer narrative:
.

Event description:
It was reported that the patient was experiencing an overdose. A prime of 0.351ml plus 2 mcg of a therapeutic bolus of primary drug (sufentanil) was to be primed. This amount in mcg was accidentally added to the volume in ml and a prime of 2.351 ml was calculated. However, only 1.799 ml could be programmed, so this volume was used and programmed over 1 hour and 49 minutes with a daily dose of 7 mcg/day. The bolus was apparently stopped with approximately 5 minutes left and recalculated to approximately 68 mcg of sufentanil and baclofen. The sufentanil concentration was 50 mcg/ml, baclofen concentration was 50 mcg/ml, bupivicaine concentration was 10 mg/ml, and clonidine concentration was 100 mcg/ml. It was further noted that with a total prime of 1.799 ml and a priming volume of 0.351 ml, it was calculated that an additional bolus of 1.448 ml was delivered. This would equate to approximately 72.4 mcg sufentanil, 72.4 mcg baclofen, 14.48 mg bupivicaine, and 144.8 mcg of clonidine being delivered. Approximately 13.6 mg of bupivicaine and 136.51 mcg of clonidine were delivered. The pump was turned down to a minimum rate and the patient was being treated with physostigmine and monitored in the intensive care unit. It was also reported that the physician had aspirated approximately 30 ml of cerebrospinal fluid from the cap per overdose instructions for lioresal. A follow-up report will be submitted if additional information becomes available.